Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician deployed and (unknown) stent in the severely calcified superficial femoral artery (sfa) target lesion. The physician used two (2-unknown) balloon catheters to post-dilate and both balloons burst due to the calcification. The physician stated that this was usual and frequent with severe lesions like these. The third balloon catheter was an opta pro 6x10 80cm balloon/complaint product which burst at twelve (12) atm. The physician then experienced withdrawal difficulty while removing the device through the catheter sheath introducer (csi)/jammed proximal to the sheath. The balloon detached/separated from the catheter and remained into the artery. A surgical conversion was necessary in order to remove the balloon and was successful. There were no consequences for the patient, who is fine. In the surgeon's mind, the balloon bursting is not related to a potential product default, but is due to the severe calcifications.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician deployed and (unknown) stent in the severely calcified superficial femoral artery (sfa) target lesion. The physician used two (2-unknown) balloon catheters to post-dilate and both balloons burst due to the calcification. The physician stated that this was usual and frequent with severe lesions like these. The third balloon catheter was an opta pro 6x10 80cm balloon/complaint product which burst at twelve (12) atm. The physician then experienced withdrawal difficulty while removing the device through the catheter sheath introducer (csi)/jammed proximal to the sheath. The balloon detached/separated from the catheter and remained into the artery. A surgical conversion was necessary in order to remove the balloon and was successful. There were no consequences for the patient, who is fine. In the surgeon's mind, the balloon bursting is not related to a potential product default, but is due to the severe calcifications. (B)(4): one non sterile catheter opta pro f5 6x10 110 cm was received coiled inside a plastic bag. Only half of the balloon was received. No other damages were noted. A leak test could not be performed due to the balloon condition. Microscopic analysis results showed that the balloon external surface exhibited evidence of external scratching. The balloon internal surface exhibited no evidence of damage. The exact cause of the balloon burst could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst and separated was confirmed through failure analysis. The IFU cautions to remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit. Review of the information provided and the physician¿s comment suggest that lesion characteristics may have contributed to the reported event therefore no corrective actions will be taken.